Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Rv impedance measured 1312 ohms on 2014-(B)(6).

Event description:
It was reported that the right ventricular (rv) lead impedance increased and was high. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk, bi-ventricular implantable cardioverter defibrillator: (B)(6) 2008. A 4193, implantable pacing lead: (B)(6) 2004. (B)(4).